Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an interventional atrial fibrillation (afib) ablation procedure. The suture of a prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Reportedly post procedure, while advancing the knot, a suture break occurred. Manual compression was applied to achieve hemostasis. It was noted that while bleeding was not active, the physician preferred to apply manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.